Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher, which matched the previous results for the patient. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer informed the tsc specialist that there had been a measurement error for the integrated multisensor technology system prior to the patient sample being tested. The tsc specialist instructed the customer of how to address the error if it returned. The customer proactively replaced the sample probe tubing and replaced and aligned the sample probe. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.